Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed negative by molecular pcr testing. An additional consumer event was also communicated which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: website.

Manufacturer narrative:
Correction: please remove all information from report as it was submitted by error. See report #0002024674-2023-01148 for MDR documentation.